Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that his blood glucose went from 111 mg/dl to 303 mg/dl. Customer took a bolus, blood glucose was 547 mg/dl. Customer noticed he had high blood glucose after a set change. After troubleshooting, customer was advised a tubing clamp will be sent to perform the high pressure test. Customer will not be returning the device for analysis.